Event description:
The customer contacted stryker to report that the service indicator is present and an event code is logged in the memory of their device, and it would not shock. The event code logged in its memory indicates a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
The device was evaluated by a stryker depot technician and was ablet to verify and duplicate the reported issue. The technician also observed error code a00b, which can be related to a failure of the device to deliver defibrillation energy. The therapy pcb (printed circuit board) was replaced to resolve both issues. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The therapy pcb was evaluated by a stryker product assessment center technician, and was able to verify the issues. Root cause was determined to be a shorted circuit component q8 within the therapy pcb.

Event description:
The customer contacted stryker to report that the service indicator is present and an event code is logged in the memory of their device, and it would not shock. The event code logged in its memory indicates a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.